Manufacturer narrative:
In 2009, a superdimension technical field specialist went to the site to check the system. An accuracy test was performed and the results were within specs. No system related problems could be identified. There have been no further accuracy issues reported from this site.